Event description:
During a laparoscopic procedure, the unit reportedly misfired, one tack will stick out immediately after one is fired. The laparoscopic procedure had to be converted to an open procedure, in order to complete the procedure without putting the patient in danger. The patient suffered no known complications during or after the laparoscopic/open procedure and was last reported to be in safe conditions.